Event description:
It was reported by the manufacturer rep, who was present at a follow up appointment with the pt and the neurologists, that upon interrogation of the pts device, the off time was observed to be 60 minutes, which, according to the physician, the intended off time per the clinic notes should have been 1.8 minutes. The manufacturer rep reviewed the history on the hand held and noted that upon an interrogation dated (B)(6) 2010, the pts device settings were indicative of an interrupted system diagnostic test (1 ma, 20 hz, 500 usec, 30 sec, 60 mins). The previous data on the hand held was from (B)(6) 2008 which noted the settings to be 1.75 ma, 30 hz, 500 usec, 30 sec, 1.8 mins. Good faith attempts to obtain programming history from the neurologists for this pts device have been made, but have been unsuccessful to date.